Manufacturer narrative:
The insulin pump was received with intermittent button response and alarmed button error due to corroded keypad traces. No moisture damage was found on the lcd board, mother board, interface board, radio frequency board, motor, vibrator and battery tube assembly during our visual inspection. No blank display during our testing noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer mother reported via phone call that the insulin pump had a blank display after being dropped into the toilet. Caller reported that the device was vibrating without an alarm or alert. Blood glucose level at the time of the incident was 200 mg/dl. The caller reported that a new battery was installed and the display returned. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.